Event description:
It was reported that during the case, the generator received an error 5 during a tissue transection. The instrument was retightened, but the generator received an error 5 during the pre-run test. A second instrument was used to finish the case with no patient consequence.

Manufacturer narrative:
Date sent: 7/5/2006. A1,2,3,4: b6,7; information was not provided by the initial contact. H6: code 400= broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."